Event description:
It was reported that the insulin pump alarmed compromised force sensor system. Customer stated that patient was stuck on prime and rewind mode insulin was squirting out during manual prime. Troubleshooting was done. Customer's blood glucose was 110 mg/dl. Advised customer the insulin pump would be replaced. Advised customer to discontinue using the pump and revert to a back-up plan per health care provider. No further information provided.

Manufacturer narrative:
Insulin pump alarmed compromised force sensor system during prime/compromised force sensor system test at 4lbs due to faulty fsr (gold). Insulin pump received with cracked case on display window corners, minor scratched lcd window, cracked reservoir tube lip, broken belt clip slot, and cracked battery tube threads.